Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope exhibited a poor air/water (a/w) supply/intake. Inspection of the returned device revealed that the nozzle was clogged with a foreign substance. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The subject device was returned and evaluated. The reported issue was confirmed; due to the clogging the water removal ability did not meet the specification. The following device problems were also uncovered: the bending angle (up/down) was out of specification due to a worn angle wire. The adhesive on the rubber was chipped. The mouthpiece was loose. The light guide lens was cracked. The coating on the endoscope connector was peeled. Scratches, cracks, and deformities from physical stress were found at various points along the device. The investigation is ongoing. A supplemental report will be submitted upon completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material is larger than the inner diameter of air/water (a/w) nozzle got into the a/w channel caused clogging. Olympus will continue to monitor field performance for this device.